Manufacturer narrative:
It was reported in mw-463286 that the lot history records was completed for the affected product. However, a review of complaint records for the previous 12 months could not be performed since the lot number provided is not correct. No further action is required. At this time this complaint is considered to be closed.

Manufacturer narrative:
A previous report indicated that a review of manufacturing records found no issues. However, the lot number that was provided was later determined to be incorrect. Without a valid lot number, it is not possible to perform a review of manufacturing records. This report has been updated to reflect the corrected information. No further action is required. At this time this complaint is considered to be closed.

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
As reported by the rep, surgical 1/2" by 1/2" patties did not show up under x-ray during surgery. Supplies off the shelf were used to complete procedure. No delays or adverse consequences were reported.

Manufacturer narrative:
Photos of the device were received and an inspection of the photos will take place.

Manufacturer narrative:
. The customer advised that the patties were not saved. As such it is not possible to evaluate the product and determine the root cause of this complaint. We will continue to monitor for this or similar complaints for this product code. A review of the lot history records did not show any anomalies during the manufacturing process. At this time this complaint is considered to be closed.